Event description:
The customer reported that the t: slim x2 pump battery would not charge, and a power source alert was logged in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to try charging the pump using a different wall adapter and charging cable, but this did not resolve the issue. Consequently, technical support arranged for a replacement pump to be sent to the customer. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.